Event description:
It was reported that t:slim x2 pump battery would not charge despite using tandem charging cable and wall adapter and leaving pump plugged into working outlet for extended period without any indication that usb connection was recognized. There was no reported impact to the customer¿s blood glucose level. Customer was advised that replacement charging cable and wall adapter would be shipped within two days, to rely on multiple daily injections if pump battery depleted before new supplies arrived.